Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms on old insulin pump and inquired if pump was safe to use as a back up pump since a new insulin pump was received. Customer reported that when no deliveries were received, blood glucose was high at 500 mg/dl. Customer declined troubleshooting and was using new insulin pump.